Event description:
It was reported that when yondelis was administered, inside of the dressing was wet. Blood return was confirmed without any problems. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the needle housing was unconfirmed as the reported problem could not be reproduced. The product returned for evaluation was 22 g x 3/4¿ safestep infusion set. Residue was seen within the tubing and needle housing, indicating use. None of these residue traces indicated a pathway for fluid to the exterior of the needle housing. The sample was subsequently functionally tested for leakage by forceful infusion with a laboratory syringe and water combination, and the device did not exhibit leakage through the system. A complaint history review found no potentially similar complaints for this product lot. The reported complaint issue will be included as part of ongoing trending and monitoring for potentially similar events.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when yondelis was administered, inside of the dressing was wet. Blood return was confirmed without any problems. There was no reported patient injury. No other information was provided.